Event description:
Reportedly, the needle broke in half, during surgery. Surgeon was unable to retrieve the piece from the abdomen, because it was too small. X-ray were taken, could not see it. No patient injury reported.